Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The device was returned deployed. The data showed that the first priming sequence ended at pulse 48 and deactivation occurred at pulse 58. The ratchet gear firing flat was in the expected vertical position at the completion of the second prime. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.